Manufacturer narrative:
A specific cause for the reported bleeding and flow issue cannot be determined. The pump was not explanted and was not available for investigation. Although specific causes for the reported bleeding and flow issue cannot be determined, bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Approved labeling also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and provides information on assessing flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired from a pulseless electrical activity (pea) arrest. It was reported that the patient was stable until the morning of (B)(6) 2015 when he acutely lost consciousness, started to show signs of bleeding, and went into respiratory failure. He was intubated and acls was initiated without chest compressions due to the recent lvad implantation. Despite heroic measures, the patient remained in pea with no detectable flow per lvad for approximately one hour. Life support measures where ultimately withdrawn in accordance with the family wishes. The vad coordinator reported that an autopsy report noted there was extensive intra-thoracic hemorrhage and pericardial blood clot surrounding the lvad. As can be gathered, the device was functioning properly up until this acute event. Her opinion was that given the autopsy report of a pericardial blood clot, tamponade could possibly be a cause, especially given the pea arrest. An echocardiogram performed during this event showed there was no myocardial contraction or flow through the lvad. Post-autopsy, the surgeon reported that there was a bleeding site identified on the outflow graft, but it looked like it was related to the de-airing hole. There was nothing noted on the anastomosis. The manufacturer confirmed the typical process for this implanting center is to de-air the pump through a needle in the graft and then to stitch the site with a pledgeted suture. There were no deviations from the normal de-airing process reported.

Manufacturer narrative:
Approximate age of device: 6 days. It was reported that the device was not explanted and is not available for analysis. The autopsy report was not provided to the manufacturer. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.